Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was going on for almost 2 weeks pt had been having issues with their stimulator or controller but they were not sure. Pt was feeling the therapy "side affects" even though the stimulation would be turned off. Pt said their machine was not working right or their stimulator. Pt said it felt like they had a tens unit constantly on sending electric shocks to their shoulder blade and in the last 3 or 4 days it was going to their neck. Pt notified their medtronic rep probably last week and pt went into their office. Yesterday the pt turned their stimulator off for 8 hours and 6 hours into it the pt was getting that therapy sensation without the controller on. Pt turned the therapy off at 1 and by 6 last night pt started feeling the electric from their shoulder blade to their neck. Pts rep told the pt to call patient services to let medtronic know what was going on for they thought the issue was with the controller. The rep wanted to rule out the controller and pt wanted to know if it was possible to get a new controller battery before they needed to do any surgery because they don't want to do surgery again. Pt wanted to also rule out the controller causing the issue by getting a new battery since pt was having issues with the controller and not the stimulator pt said. Pt had reset the controller but that did not resolve the issue. The caller was redirected to their medtronic rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reiterated previously stated information. Hcp took x-rays and said everything was in excellent position. Pt said the rep told the pt to turn ins off for 8 hours to see what kind of outcome pt had. With ins being off, pt still got electrocuted. The patient said no one has been able to find the cause. The rep did not think it was their stimulator. The patient mentioned the shock is continuous and is not letting up or going away. It has gotten worse and they have tried all of their programs. The shock was just on their right side and has now traveled across to the left side. The issue has not been resolved.